Manufacturer narrative:
The customer called olympus technical assistance (tac) to report that the image on the cv-170 did not look bright enough. Tac guided the customer through some checks over the phone. The lamp setting was changed to auto mode, and after this change, the image looked fine. Tac also noted that the monitor being used was an old sony monitor, which could be causing the image to look dim. Tac suggested connecting the cv-170 to a different, known-good monitor the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center image was not bright enough. There were no reports of patient harm.